Event description:
It was reported that during an implant procedure, the header of the pacemaker would not connect to the left ventricular lead. The pacemaker was not used and another pacemaker was used to successfully complete the implant procedure. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.